Manufacturer narrative:
Device evaluated by manufacturer - microscopic examination and tactile inspection revealed numerous kinks in the hypotube. The outer diameter of the undamaged portion of the distal shaft was measured to be within specifications. Microscopic examination revealed a partial separation at the collar. Microscopic examination presented no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06386. Reportable based on analysis completed on 05oct2015. It was reported that the device was unable to cross the lesion. A maverick¿ xl balloon catheter was advanced to an unspecified lesion with a guidezilla¿ extension catheter, however was unable to cross the lesion. The procedure was completed with another device. No additional patient complications were reported and the patient status is good. However; returned device analysis revealed partial separation of the collar.